Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 468 mg/dl and diabetic ketoacidosis. Cause of high bg was due to unspecified virus which also resulted in the customer experiencing an unknown heart issue and vomiting. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.